Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process, preventing successful cartridge loading and continuation of insulin therapy, despite attempts with multiple new cartridges. Caller¿s blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support guided the caller to remove the cartridge, administer a bolus, advised on using a backup insulin delivery method, and arranged to send a replacement pump and cartridge along with instructions for returning the faulty equipment.